Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer was attempting to input a blood glucose value of "90" (mg/dl) onto the bolus delivery screen without attempting to deliver a bolus, the "done" button did not light up, so the customer was unable to log the value onto the pump. During troubleshooting with tandem technical support, the contact was able to successfully input the customer's current bg level of 113 mg/dl onto the pump. Additionally, it was reported that the contact was able to successfully input the value of 90 (mg/dl). It was suspected that the customer was unable to input the value of "90" due to accidentally inputting a value of "9" instead. Per the pump features, if the user attempts to input a bg level below 20 mg/dl, the "done" button will be greyed out. It was confirmed that the pump was functioning as intended.